Event description:
Resident was being showered on a pvc shower gurney. When the resident turned on their side to have their back washed, the side rail dropped down and the resident rolled off the gurney and fell to the floor. The resident had their arm and hand on the rail at the time it dropped down.